Manufacturer narrative:
Intuitive surgical inc. (Isi) has received the force bipolar instrument involved with the complaint for device evaluation; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that during a da vinci-assisted umbilical hernia etep surgical procedure, the force bipolar instrument was bent and could not be straightened out. The customer stated that the instrument was not reacting appropriately under inspection and the black cable came loose. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the customer and obtained additional information: the instrument was inspected before use with no signs of damage. Surgeon noticed after insertion that the instrument was broken. There was no loss of cautery associated with broken/loose cable, and there were no signs of thermal damage at site of breakage. The instrument did not collide with any instrument and was taken out and new instrument was used to replace.

Manufacturer narrative:
The force bipolar instrument has been returned and evaluated by the failure analysis (fa) team. Fa was able to confirm and reproduce the reported complaint. The instrument was found to have one bent grip, causing misalignment of the grips. There was a 0.0175¿ offset at the tips. The grips do not show cracking damage. Components adjacent to this bent grip do not show damage. Additional observations related to customer reported complaint: the instrument was found to have a segment of the conductor wire sticking out from the yaw pulley. A loop of wire is sticking out such that the wire protrudes above the outer surface of the main tube. The wire insulation was not damaged, and the instrument passed an electrical continuity test.